Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. She is planning to remove the devices. These events are listed in the reference safety information for essure. Abdominal and pelvic pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included allergy for dogs, cats, dust and mites. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. It did not succeed in 1x, had to come back for the other side after a failed attempt. Approx 6 months after placement, the consumer started to have complaints. On an unspecified date the consumer experienced pain in pelvis, pain in leg, pain in knees, lower back pain, cramps, arthralgia, itching skin, increase or heavy blood loss during menstruation for 7 days, thin stools, tiredness, insomnia, memory loss or concentration problems, swollen abdomen, weakness or asthenia, excessive sweating, tingling (hands, feets, legs and arms), frozen shoulder, not well turn neck, dry skin, and difficult car driving. She had problems with movements, work-related problems, problems with daily tasks, social activities and happiness complaints. Treatment was planned; essure removal planned. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. She is planning to remove the devices. These events are listed in the reference safety information for essure. Abdominal and pelvic pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.